Manufacturer narrative:
(B)(4).

Event description:
It was reported that indication for intra-aortic balloon pump (iabp) therapy was pre-op iabp insertion for CABG (coronary artery bypass graft). While in the cath lab the md inserted the sheath into the pt's left femoral artery. During insertion of the intra-aortic balloon (iab), the membrane unraveled. The md tried to pull negative pressure; attempting to deflate the membrane without success. As a result, another iab was retrieved. There was a 10 to 20 minute delay / interruption in iabp therapy. The delay / interruption did not cause harm to the pt. There were no reported pt complications. There was no reported pt death or injury. Medical / surgical intervention was not required.